Event description:
Patient reported pump malfunctioned so only received 4 out of 6 doses. Unknown what type of malfunction pump had. Missed doses reported. No adverse events reported. Unknown if available for return. No further information provided. Indication: myasthenia gravis without (acute) exacerbation. Frequency: 1 time a week for 6 weeks on, 6 weeks off, then repeat.